Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for unknown screw, unknown lot, quantity 4. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. Device not available for return.

Event description:
It was reported that a revision surgery of right proximal tibia was performed on (B)(6) 2016 due to non-union . The original surgery was an open reduction internal fixation (orif) of proximal tibia fracture performed on (B)(6) 2016. The patient was initially implanted with two (2) plates, one was implanted laterally and other was implanted at the medial location with multiple cortex and locking screws. The patient was noted to have a skin graft over the proximal tibia and 3/4 of the incision; he had multiple skin/graft surgeries after the initial date of (B)(6) 2016 on an unknown dates. On (B)(6) 2016, the proximal plate, four (4) locking screws and three (3) - 3.5 mm cortex screws implanted laterally were removed intact. The locking compression plate (lcp) plate implanted at the medial location and three (3) 3.5 mm cortex screws were not removed. The patient was revised to a 12-hole (lcp) proximal tibia plate construct with 3- 5.0mm locking screws with 4-4.5 cortex screws. The patient was also implanted with 30 cc of cancellous bone chips placed in the non-union as well as bone graft from the iliac bone. Procedure was successfully completed without any surgical delay. Patient/status outcome was reported as "stable" after the procedure. Concomitant devices: 3.5mm lcp plate 6 holes 85mm, part# 223.561, lot# unknown, quantity (1); unknown 3.5 mm cortex screws, part# unknown, lot# unknown, quantity (3). This is report 2 of 3 for (B)(4) (unknown locking screws).